Event description:
On (B)(6) 2016, the subject programmer (used with the programmer head which serial number (B)(4) was not able to interrogate any implantable device (kora 100 dr, symphony sr). When the physician clicked on "interrogate" button the user interface was frozen. The physician restarted the programmer several times but the issue wasn't fixed. It should be noted that implantable devices could be interrogated few days after without any problem. Preliminary analysis did not confirm the reported issue. A normal functioning was traced in the expertise files. The only abnormal behavior is a brutal power off during a reply session after two shutdown requests refused.

Event description:
On (B)(6) 2016, the subject programmer (used with the programmer head which serial number is (B)(4)) was not able to interrogate any implantable device (kora 100 dr, symphony sr). When the physician clicked on "interrogate" button the user interface was frozen. The physician restarted the programmer several times but the issue wasn't fixed. It should be noted that implantable devices could be interrogated few days after without any problem. Preliminary analysis did not confirm the reported issue. A normal functioning was traced in the expertise files. The only abnormal behavior is a brutal power off during a reply session after two shutdown requests refused.